Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer stated to biomed that the unit would not register proper helium tank levels. Upon initial visual inspection noticed that the analog helium pressure gauge indicated that the external helium tank was empty. Verified that the correct gasket seal was in place. Reboot the system to the clinical application and verified that the screen helium level icon was also showing the bottle as empty. Reboot the system service menu to monitor x4 transducer when the system is pressurized with helium. Test the system with my helium tank. Verified what the system was able to stabilize above 1k psi. The balloon pump was able to hold constant helium pressure properly. While pressurized, removed system covers to visually and audible detect any damage or leaking to the helium lines. Could not find any issues with the helium system internally. Once the system was pressurized for 15 minutes, performed helium test as specified in the service manual. After five minute test verified that the x4 transducer maintained constant psi. Allowed the unit to continue holding pressure for 30 minutes. Psi did not drop during extended test. Reboot the system to clinical application. Performed autofill and verified that the unit would initiate proper cycles without issue. Closed helium tank valve and began to deplete helium to ensure that the helium icon on the screen would decrease after each iabp autofill. Verified that the icon would properly decrease and give proper low helium alarm once depleted. Reopened helium tank and verified that the icon indicated full and low helium alarm disappeared. Could not duplicate issue customer was experiencing. Complete system checkout. Unit calibrated and passed all functional and safety test per factory specifications. Returned to customer. Installed helium knob and replenished helium, washer seal, and power cord due to normal wear.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had low helium alarm and tank was empty on screen. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.